Manufacturer narrative:
A product investigation was completed: the returned device show significant use during its lifespan and it appears to have received many errant hammer blows to the alignment knob and gold handle. The inserter exhibits numerous gouges and marks from repeated hammer strikes. The knob is missing from the t-indicator. The alignment indicator is able to be removed on both devices, which is necessary for cleaning/sterilization purposes, but the gold handle is unable to be removed. The t-indicator freely spins on the device. The technique guide documents the correct method for hammering and does not recommend hammering on the inserter. Although the exact cause cannot be determined, due to the received condition and the instrument age, this complaint condition was most likely caused by wear over the life of the device and the method of use. A visual inspection, dimensional inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed, but it is not due to the design of the device. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use when used and maintained as recommended and did not contribute to this complaint condition. The complaint condition appears to be a result of the method of use. Although the exact cause for the complaint could not be determined, the received condition makes material wear and method of use the most likely cause for the complaint condition. The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine instrument inspection it was discovered that the helical blade inserter from the trochanteric fixation nail (tfn) locking set had a broken pin and a missing tightening screw. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: april 1, 2005 part: 357.372 / lot: 4979320 (non-sterile) - helical blade inserter. Lot was released to the warehouse on april 1, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.